Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported capsular contracture baker grade unknown. Later, healthcare professional reported capsular contracture baker grade IV. This record is for the right side. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events capsular contracture was received on april 29, 2025, with lot number 2687570. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. As per the investigation procedure, non-penetrating nicks, creases, wear abrasion and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported capsular contracture baker grade unknown. Later healthcare professional reported capsular contracture baker grade IV. This record is for the right side. The device has been explanted.